Manufacturer narrative:
Based on the event details and analysis, the issue is consistent with the setscrew being backed out beyond its limits during the procedure. As such, the set screw issue is attributed to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the patient's lead revision procedure (ref. MFR MDR # 1627487-2020-33445 and 1627487-2020-33326), the physician went to loosen the implantable pulse generator (ipg) header screw to remove the electrode. But he did not get into the screwhead with the screwdriver and could not loosen it. The removal of the electrode from the generator was not possible. Subsequently, the generator was replaced and the new leads successfully connected to the new generator.